Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 200 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased dome switches on down arrow and act buttons. Moisture damage was also noted on the keypad traces. Unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests due to keypad anomaly. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near the display window corners noted during our visual inspection.